Manufacturer narrative:
Combination product: yes

Event description:
Chest x-ray confirmed atrial lead had dislodged. Patient had an ra lead repo on (B)(6) 2024.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.